Event description:
A user facility reported to olympus that a "b30," scope communication error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The returned device was tested with test equipment with no errors observed and no problems noted; color reproduction met standards and all signals were present and functioning as intended. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be reproduced/confirmed. Olympus will continue to monitor field performance for this device.